Manufacturer narrative:
08/23/2017 (B)(4): the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extension and pressure tubing were also returned. Dried blood was found occluding the inner lumen. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.025m in length. The reported problem was most likely triggered by the leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) catheter therapy blood was found in the line and there were pressure issues. After the therapy was discontinued there was a balloon rupture that occurred in the ICU on (B)(6) 2017 24 hours after it was inserted. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) catheter therapy blood was found in the line and there were pressure issues. After the therapy was discontinued there was a balloon rupture that occurred in the ICU on (B)(6) 2017 24 hours after it was inserted. There was no injury or harm to the patient.